Manufacturer narrative:
(B)(4). Jaw misaligned the analysis results found that the er320 device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, one scissor clip class I and three scissor clips class iii. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, the acral part of the clip was misaligned. It seemed that scissoring nearly occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient. When the device was fired to check its function after the operation, the same event occurred especially when the trigger was grasped at a slow speed.